Manufacturer narrative:
(B)(4).device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as mar 1, 2012.device evaluation:the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device did not run when power was applied. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to internal motor or electronic control unit assembly failure due to immersion during cleaning. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate..

Manufacturer narrative:
The device manufacture date was incorrectly documented. The device manufacture date has been updated from mar 1, 2012 to oct 29, 2008. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during a routine testing, it was discovered that the electric pen drive device would not turn on. According to the reporter, the device had been tested with other console devices. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the manufacturing location was unknown. The device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.